Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, one of the jaws of the cadiere forceps broke off while trying to secure a suture. Jaw piece fell into abdominal cavity and was retrieved immediately. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument was inspected prior to use and there was no visible damage. The fragment was retrieved with another robotic grasper during the same procedure. All fragments were retrieved and it was confirmed by robotic coordinator, surgeon, and surgical staff. No additional surgical procedure required to remove the fragment. No post-operative tests like an x-ray or ultra sound performed to check for remaining fragments. The surgeon believed angle of instrumentation caused the instrument to break or caused the fragment falling issue. The instrument was in use for approximately 20 minutes prior to the issue. There was no issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the instrument the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula. The surgical staff did not notice any other damage to the instrument after the event occurred. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "one of the jaws of the cadiere broke off while trying to secure a suture jaw piece fell into abdominal cavity and was retrieved immediately." Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.67" was found to be broken off the yaw pulley. The broken piece was returned. Root cause of this failure is typically attributed to the misuse/mishandling.